Event description:
Our affiliate reports that during a shoulder procedure, the distal tip of an expressew flexible suture passer needle, broke off into the pt's joint space. The fragment was removed from the body, and the case was concluded successfully without further incident or harm to the pt.

Manufacturer narrative:
Nothing is being returned, which precludes conducting a physical failure analysis. No lot number was supplied which precludes conducting a batch history review. We cannot conclude as to whay may have caused the needle to break. However, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Outside of this hypothesis no conclusion can be drawn. At this point in time no further action is necessary, however, mitek will continue to track any related complaints within this device family, as a means of montioring the extent with which this complaint is observed in the field.